Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned broken into three pieces. The first piece is from the top of the connector to the break measured at 127.5 cm. The second piece is from the break to break measured at 22 cm, and the third piece is from the break to the distal tip measured at 166.5 cm. The exposed glass tip measured approximately 3.57 mm. Examination under magnification confirmed that the tip was unused and included some scratches. Photos of the connector face show no light penetrating. The overall length of the device was 316 cm. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that light was not visible through the connector. It is likely that the handling of the device during setup caused damage to the fiber that manifested during the procedure. Damage within the connector of the device can result to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies, or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to the first of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2020-03924 for the second flexiva 200 laser fiber. It was reported to boston scientific corporation on june 16, 2020 that a flexiva 200 laser fiber was used in a ureteroscopy procedure for a stone in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was a lumenis 20 watt versapulse laser console. According to the complainant, during the procedure, when the physician stepped on the foot pedal, there was no aiming beam and no energy coming out from the laser fiber. The procedure was completed with a second flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber was broken within the connector.